Manufacturer narrative:
The product was returned with the membrane completely unfolded. No blood was observed on the exterior of the catheter. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed, and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), when the optical sensor was connected to cardiosave, the pressure waveform was not displayed and was unstable. The iab was replaced with another iab to continue therapy. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).